Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging the ipg and last recharged the ipg approximately six to nine months ago. The abbott representative confirmed the issue. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced which resolved the issue. Exact date of event is unknown. Reported inform is unknown.